Event description:
It was reported that the patient faced an event on (b)(6) 2026 where the infusion set bent cannula caused infusion flow block alarm and led to high blood glucose level. The patient managed it with pen.

Manufacturer narrative:
E1:Name: Medtronic Minimed,Country: United States of America,Street Address: 18000 Devonshire Street,City: Northridge,State: California,Zip Code: 91325-1219.Based on the available information, this event is deemed to be a Serious Injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 3003442380.